Manufacturer narrative:
Investigation ¿ evaluation. A review of the instructions for use (IFU), manufacturing instructions, and quality control were conducted during the investigation. The complaint device was not returned for physical examination. Due to this, the device cannot be confirmed to have been manufactured out of specification. A previous device failure analysis on a similar product and failure mode was referenced. This investigation concluded that a manufacturing cause of failure could not be confirmed since the returned balloon was successfully inflated and showed no signs of deflating or leakage. The device master record showed no gaps in production or processing controls. Sufficient controls are in place to detect this failure mode prior to release. Due to an unknown lot number, a review of the device history record and a database search for other complaints under this lot number could not be performed. The product¿s design history file shows evidence of verifications in place to meet design requirements related to this failure mode. Compiling this information, nonconforming product is not suspected in house or in the field. The device is shipped with instruction for use (IFU) which notes: intended use (¿) the arndt endobronchial blocker set is intended to differentially intubate a patient¿s bronchus in order to isolate the left or right lung for procedures that require one-lung ventilation. The device was used off-label to address bleeding, but it is unlikely that a situation related to the bleeding caused the device to leak/deflate. Based on the information provided, no inspection of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel were notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: specific product rpn/lot information currently unavailable. PMA/510(k) #: specific product information unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an arndt endobronchial blocker set was used for an unspecified bleed case. During the case, the balloon reportedly "deflated quickly." Additional information regarding the event and patient outcome has been requested but is currently unavailable. The device is unavailable for return, as it was discarded by the facility.